Event description:
The customer reported a diluent leak near vacuum chamber vc23 which sprayed approximately 20 ml of diluent inside the coulter lh 750 hematology analyzer and outside onto the counter. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and goggles at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and re-tubed all pinch valves in the left section of the instrument near vacuum chamber vc23. Repair was verified per established procedures and results met published specifications. Failure mode of the leak is attributed to the pinch valves in the left section of the instrument near vacuum chamber vc23 which needed to be replaced. Vc23 (back wash tank) distributes pressurized diluent or cleaning agent to the backwash manifold and diluent to the hgb (hemoglobin) cuvette for the hgb-blank reading. (B)(4).